Event description:
It was reported occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. A manual injection and was delivered and supplies changed to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.